Manufacturer narrative:
Investigation: a terumo bct service technician was unable to confirm the reported condition on the device. The IV pole was working properly upon inspection. The side panels were removed and the screw adjustment, spacing, and tightness were verified as a precautionary step. During service, the customer also noted that the basin screws had come loose. The centrifuge basin screws were tightened and verified. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Root cause: the root cause of the IV pole failure was undetermined.

Event description:
The customer reported that during a procedure, the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.